Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a couple of the clips were pear shaped. One was scissored. A new device was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic artery or cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. The analysis results found that the device was returned in good visual condition with one malformed clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clip as intended. In addition, the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.